Event description:
Major pump unit(s) involved: external control system failure. Additional text: 1-intermittent beeps, 2-black lead coming off; + 2 broken battery clips. Specific component(s) involved: external controller malfunction. Additional text: at clam shell rep note blk connector coming off controller, other controller blk lead hot to touch. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; other interventions, specify other intervention : given new battery clips and patient cable. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.